Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent cardiac ablation procedure for long standing afib with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. It was reported that during an afib case a pericardial effusion was noticed. Caller reported that after second transseptal the physician noticed the patience became hemodynamically unstable. Echocardiography demonstrated a pericardial effusion. Pericardiocentesis yielded approximately 700 ml of blood. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was most likely related to a transseptal puncture. There were no error messages or any reported issues with bwi products. Transseptal puncture x 2 was performed with an unspecified product. There is no sheath information. There were no steam pops. No char was noted on the ablation catheter. Visitag parameters for stability included 2 mm and 3 seconds. Additional visitag filters included force at 2% and 3 grams. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. Irrigated catheter flow was set at 2 ml/min during mapping. No information about anticoagulation therapy.